Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "intense pain", and patients concern with the product.

Event description:
Patient reported left side rupture, "intense pain," and exchange of textured breast implants due to the patient¿s concern with the product. Device remains implanted.